Event description:
Information received from the field notes that the patient presented for a routine follow-up asymptomatic. The device exhibited excessive battery discharge. Interrogation found the battery data at 2.53v, 26.6 kohms impedance and dashes (---) for current drain.